Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope exhibited foreign material on the light guide connector, foreign material on the video connector and had adhesive missing from the bending section. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.